Event description:
The hcp reported that during the first refill of a pump, a volume discrepancy was noted. The expected reservoir volume was 5.5 ccs; the actual volume aspirated was 20 ccs. The patient was not sure they aspirated from the reservoir". The hcp used fluoroscopy to make sure that he was in the filling port and tried to aspirate, but was not able to aspirate any more. He then proceeded to refill the pump and indicated that there is a possibility that he was aspirating from the pump pocket. No patient injuries were reported.